Event description:
Patient was seen for a sweat chloride test. The cause is unknown, however patient sustained an injury to his arm where the pilogel disc/electrode was placed to perform the test. This reaction was discovered after the five-minute sweat stimulation was completed and pilogel disc was removed. Patient was evaluated in the emergency department. It was noted that the patient had a 2-3mm lesion that was dark in color and appeared to be consistent with a burn. The marcoduct system was evaluated by the biomed department and determined to operate as designed.